Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, frequency, urgency, nocturia and vaginal atrophy.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat bladder incontinence and cystocele and mesh was implanted. It was also reported that post implantation, the patient experienced pain, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary problems. It was reported that patient underwent sling release and takedown on (B)(6) 2006 due to worsened bladder. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.